Event description:
Dislodgement of v-lead. Re-operation was performed due to elevated threshold of 1.7v/0.4ms and sensing of 0.7mv. They are re-operating on 7/19 using the same lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.